Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was error, inappropriate bypass of the initial drain without low drain volume alarm occurring. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 10:59:50. During night drain cycle one, the patient's ultrafiltration reading was 662ml, indicating the home patient (hp) drained 662ml more than their maximum programmed fill volume of 500ml. No additional information is available.